Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00217 on 08-sep-2021. Additional information (08-sep-2021): quality controls (qc) were in range and no other patient samples were affected. The affected sample was allowed to clot for 10 minutes prior to centrifugation, although serum samples can take up to 60 minutes to fully clot. Preanalytic factors leading to fibrin interference cannot be ruled out as a potential cause of the event. The cause of the event is unknown. The system is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated high sensitivity troponin I (tnih) result was obtained on a patient sample on an advia centaur xp system. The discordant result was reported to the physician(s), who questioned the result. The sample was repeated for tnih two times, once on an alternate advia centaur xp system and once on the same advia centaur xp system, recovering lower both times. The lower results were reported, as the correct results, to the physician(s). A different sample from the same patient had been run for tnih the previous day on the affected advia centaur xp system, and had also recovered lower, matching the other lower results obtained. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tnih result.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered in range. Siemens is investigating the issue.